Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated seven erroneously high creatinine modular (crem) results. Customer stated that one was a serum sample and the other six were urine samples. All seven results were amended. There was no affect to patient treatment. Customer stated that the creatinine module also experienced error flag "reagent too low" messages. It is unknown if this flag was seen before the erroneous results were generated. Quality control (qc) data sent by the customer, the day of the event, indicated no problems with all 3 levels of material run. All results were within the established ranges. Field service engineer (fse) inspected the instrument and found a problem with the creatinine reagent syringe. Fse replaced the syringe and this resolved the issue. No further problems were reported.